Event description:
It was reported by the customer's biomed that the device was displaying an "energy fault" message when a self test was performed on the unit. It was also indicated that the device would not deliver energy when tested. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control recommended the replacement of the (B) (4) smartwatch ic u28 on the pcb assembly and provided biomed with the part number and list price for this component. The customer later confirmed that the device will not be repaired due to age of the unit and repair costs. The device has been retired from service. The device will not be returned to physio-control for eval. Therefore, further investigation cannot be performed.